Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that locking caps has loosened; the customer wants to have an inspection of torque limiter.

Manufacturer narrative:
Product complaint # (B)(4). Visual examination of the final tightener handle revealed superficial wear in the form of nicks and scuff marks on its surface. Final tightener handle was then tested and found to be out of specified guidelines. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The final tightener handle has a potential field age over 4 year. It has been likely subjected to numerous autoclave cycles. Extended use over time can cause the internal lubricant to dry up and the internal components to bind. Although not proven, the most probable root cause for the under torqueing of the handle can be attributed to lack of maintenance during its time in use, resulting in the final tightener handle exerting less torque than its lower specification limit. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.